Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, lot# j0455036v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) went dead a couple of weeks ago after 10 years of implant. The patient ended up in the hospital due to the pain they were feeling because the ins was no longer working. The patient was looking for a doctor to implant a new ins but they did not currently have a managing physician for the device. The patient was provided with a list of physicians. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for post laminectomy pain. It was reported that implantable neuro stimulator (ins) had stopped working. Hcp unsure if normal battery depletion. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.